Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 239 mg/dl, and delivered a bolus of 21 units. Reportedly, the bolus that had been delivered was too large and decreased the bg level to 46 mg/dl. To treat the low bg level, the customer consumed juice and shakes brought by the contact. Reportedly, the customer disconnected from the pump, but observed the insulin on board (iob- active insulin in the body) increasing and thought that the pump was continuing to deliver insulin. Reportedly, the customer was a new pump user, and review of the bolus menu showed that the customer programmed a series of 5 units bolus requests over a span of 45 units which totaled 15 units. However, 15 units of iob was observed on the bolus history but tandem technical support was unable to establish that the customer had 21 units of iob. Tandem technical support educated the customer on bolus calculations of the pump and iob.